Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/03: [missing records: records for the operative report for the ¿umbilical hernia repair¿ were not provided]. (B)(6) 2010: (B)(6) medical center. [Illegible]. History and physical. Presents with ventral hernia (recurrent) present for about one year. Initially repaired 2003 by suture repair. Was small then, and at umbilicus. History: diabetes mellitus; hernia repair; open cholecystectomy. Exam: abdomen: large umbilical area mass. Diagnosis: recurrent ventral (umbilical) hernia. Plan: repair with mesh. (B)(6) 2010: [missing records: records for the operative report for the ¿ventral hernia repair¿ were not provided]. (B)(6) 2011: (B)(6) medical center, surgery clinic. (B)(6) mpas, pa-c. History and physical. Presents today for evaluation for pre op for umbilical hernia repair on (B)(6) 2011. Exam: other findings: umbilical hernia-large, with tenderness to palpation. Assessment: presents today with complaint of large reducible, symptomatic hernia. Plan: umbilical hernia repair (B)(6) 2011 with dr. (B)(6). (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Assistant: (B)(6) pa-c. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Operation performed: repair of ventral hernia using ptfe mesh. Anesthesiologist: (B)(6), do. Anesthesia: general endotracheal. Indication for procedure: this patient has a large ventral hernia at the site of the previous umbilical hernia repair. Operative findings: CT scan on this patient reported that this hernia was about ½ centimeters in greatest dimension. It actually measures about 10 centimeters in greatest dimension. There is small bowel within the hernia sac. The hernia sac itself is very complex and compartmentalized. Some omentum within the hernia sac is now densely adherent to subcutaneous fat. Description of procedure: ¿following the induction of adequate general endotracheal anesthesia, the patient¿s abdomen was prepped and draped in a sterile manner. A transverse incision was made across the hernia defect. The hernia sac was almost immediately entered. Large portions of the hernia sac were excised, but were not submitted as pathologic specimen. A piece of duo mesh (ptfe) was sewn into place using interrupted sutures of 0-neurolon. The suture line was about 1.5 centimeters from the edge of the fascial defect. The smooth side of the ptfe was placed against the abdominal cavity and its intestinal contents. The wound was then irrigated. Subcutaneous tissue was closed with interrupted sutures of 3-0 vicryl. The skin was closed with staples. The patient was stable intraoperatively. Blood loss was about 50 ml. At the end of the procedure, she was sent for recovery in good condition.¿ (B)(6) 2011: (B)(6) medical center. Operating room report. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc202. Lot batch code: 8134591. W.l. Gore & associates. Expiration date: 2015-07. The records confirm a gore® dualmesh® biomaterial (B)(4)) was implanted during the procedure. (B)(6) 2011: (B)(6) medical center. [Illegible]. Discharge record. Discharge home, no heavy lifting for 6 weeks, remove dressing tomorrow. Diagnosis: ventral hernia, diabetes. (B)(6) 2012: (B)(6) medical center. (B)(6) pa-c. History and physical. Patient had umbilical hernia repair in may 2011; about 6 months ago noticed a slight bulge next to the incision and it has become progressively larger the past few days. On (B)(6) 2012 the patient abdomen began to hurt and she could not sleep last evening. Today she had bouts of nausea and vomiting and came to the emergency room. CT has been read as incarcerated bowel proximal to the mesh. Tobacco: never used. Medications: aspirin, metformin. Exam: abdomen: very distended abdomen with firm mass at her previous incision above the umbilicus. Impression: abdominal pain; incarcerated bowel at previous umbilical hernia repair with mesh site. Plan: admit for observation and surgical repair of incarcerated bowel at previous umbilical hernia repair site. (B)(6) 2012: (B)(6) medical center. (B)(6) md. Operative report. Assistants: (B)(6) pac. Preoperative diagnoses: incarcerated recurrent ventral hernia, previously repaired with mesh in 2011 and partial small bowel obstruction. Postoperative diagnoses: incarcerated recurrent ventral hernia, previously repaired with mesh in 2011 and partial small bowel obstruction. Procedure performed: repair of ventral hernia, lysis of intraabdominal adhesions. Anesthetist: mieko s. Mclafferty, crna. Anesthesia: general endotracheal. Description of procedure: ¿the patient was brought to the operating room placed in the supine position and given general endotracheal anesthesia. When satisfactory anesthesia was established, the abdomen was prepped and draped in the usual sterile fashion. The patient had a previous horizontal supraumbilical midline incision. This old scar was excised in this incision site reduced to gain access to the hernia sac and defect. The hernia sac was found to contain a moderate amount of omentum, and on the CT scan contained a knuckle of small bowel. Once the hernia sac was opened part of the omentum appeared ischemic and I [sic] was necessary to excise it. As the defect was extended, the small bowel was released and appeared very viable. It was delivered back into the operative field for inspection and did not appear ischemic at all. There was an area of demarcation on the bowel where it was evident it had indeed been entrapped in the hernia sac however. However, as noted above it appeared viable and no resection was done. It was delivered back into the abdomen. The adhesions around the hernia sac were divided electrocautery and sharp dissection. The defect measured about three centimeters and appeared to extrude the mesh. This apparently was a ptfe mesh placed by dr. James rogers about one year ago. Apparently, this will be the third hernia repair this patient has had in this area. No additional mesh was placed in the defect. The scar tissue and the previously placed mesh were re-approximated with 0-ethibond interrupted sutures until the defect was felt to be secured. The wound was then irrigated with saline all of which was evacuated. The subcutaneous layer was re-approximated with 3-0 vicryl running suture and the skin edges were re-approximated with skin clips. The estimated blood loss was less than 50 ml. The patient tolerated the procedure well and was transferred to the recovery room in a stable condition. There were no complications.¿ (B)(6) 2012: (B)(6) medical center. (B)(6) pa-c. Progress notes. Doing nicely; ambulating without assistance; pain controlled; bowel sounds active. Wound has staples in place; no drainage or signs of infection. Well approximated margins. Assessment: status post umbilical hernia repair for incarcerated small bowel. Plan: will see back in 6 days for wound check on clinic. (B)(6) 2012: northern navajo medical center. Discharge instructions. Patient instructed not to do any heavy lifting greater than 10 pounds. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: palpable mesh in right lower quadrant, mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H10/11: correction: the added patient medical record information in h10/11 on the previous medwatch (2017233-2019-00676) was sent in error and does not pertain to this event. B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added correct medical record information additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the CT scan showing the very large abdominal hernia were not provided.] (B)(6) 2008: (B)(6) medical center. (B)(6) md. Operative report. Assistant: russ rowberry, rnfa. Preoperative diagnosis: large incisional hernia. Postoperative diagnosis: large incisional hernia. Operation performed: repair of large incisional hernia utilizing gore-tex mesh. Indications: ¿this patient is a 41-year-old female who developed rather severe pain in the right lower quadrant. She had previously undergone a transabdominal hysterectomy leaving the ovaries for cervical cancer in september 2007. She then underwent radiation treatment. She began to have increasing amounts of discomfort and therefore a cat scan was done which showed a very large abdominal wall hernia. A significant amount of large bowel, small bowel and mesenteric fat was continued within the sac. I saw the patient in consultation and definitely felt she was a candidate for repair of this probable incisional hernia, and she was admitted for this purpose.¿ description of procedure: ¿the patient was placed supine on the operating table and given general anesthesia utilizing endotracheal intubation. A foley catheter was placed, following which the abdomen and anterior thighs were prepped with betadine soap and solution. The area was then draped off in a sterile fashion. A transverse incision was made on the right side of the abdomen and carried down through a thick subcutaneous tissue. The hernia sac was found, and it was found to be huge that extended up along the lateral aspect of the abdomen all the way up to the costal margin. A significant amount of colon, small intestine and omentum were contained within this sac. The attachments were carefully cut, and the organs were carefully dissected away and placed back into the peritoneal cavity. The edge of the fascia and muscle was found, and this was circumferentially cleaned off posteriorly. The subcutaneous tissue was then separated from the fascia anteriorly. The fascia was found to be of good quality. Nonetheless, it was felt that reinforcement was definitely indicated because of the extent and size of the hernia and the fact that she had developed this hernia in the first place. A 15 x 19-cm piece of dualmesh, gore-tex in type was obtained. The smooth side was placed towards the bowel and the rough side towards the muscle. Interrupted stitches of 0 nurolon were then placed between the fascia and the gore-tex, a horizontal mattress stitch in nature. Numerous stitches were placed and these were individually tied. The mesh was cut appropriately to fit the opening. Excellent repair was obtained. Two 10-mm fully fenestrated jackson-pratt drains were then placed in the huge hernia sac and brought out through stab wounds medially. These were sutured to the skin with #2-0 silk. The subcutaneous tissue was then closed with 2 layers of the #2-0 vicryl. The skin was then closed with skin staples. Then 4 x 4¿s were applied followed by tape. Needle, sponge and instrument counts found to be correct. Estimated blood loss: about 200 cc.¿ (B)(6) 2008:eastern idaho regional medical center. Implant record. Type: implant. Implant/manufacturer: mesh dual 15x19. Wl gore. 1dlmco4. Lot #/batch #: 05010702. Catalogue #/serial #: 1dlmc04. Size/expiration date: 15x19. 04/15/12. Quantity/site: 1. Abdomen. The records confirm a gore® dualmesh® (1dlmc04/05010702) was implanted during the procedure. [Missing records: ~(B)(6) 2013-(B)(6) 2014: office notes for the 10 months the patient was followed by dr. Lemon for pain and abdominal lump were not provided.] (B)(6) 2014: (B)(6) medical center. (B)(6) do. Operative report. Assistant: tait olaveson, do. Preoperative diagnoses: history of pfannenstiel incision. Hernia at her pfannenstiel incision, repaired with a gore-tex mesh. Chronic abdominal pain. Significant weight loss. Painful palpable mesh in the right lower quadrant in the pfannenstiel incision. History of multiple abdominal surgeries. Postoperative diagnoses: history of pfannenstiel incision. Hernia at her pfannenstiel incision, repaired with a gore-tex mesh. Chronic abdominal pain. Significant weight loss. Painful palpable mesh in the right lower quadrant in the pfannenstiel incision. History of multiple abdominal surgeries. Procedures performed: exploratory laparotomy. Adhesiolysis for approximately 60 minutes. Biopsy of pelvic side wall nodules x2. Explant of the patient¿s previously placed gore-tex mesh. Placement of a 10 x 16 cm biologic mesh in order to repair her abdominal wall hernia. Indications for procedure: ¿this patient is a 47-year-old female with a very extensive past medical history, including cervical and pelvic radiation. She had a pfannenstiel incision, at which she developed a hernia. This was repaired with gore-tex mesh. Over the past few months to years, she has lost approximately 80 pounds and her previously placed gore-tex mesh has become extremely painful, associated with an abdominal lump in her right lower quadrant. I saw and evaluated her and followed her for this problem and complication over the past 10 months. She recognizes the more she loses weight, the more painful this mesh becomes. I recommended that she proceed to the operating room for an exploratory laparotomy, removal, and likely replacement with a biologic mesh.¿ description of procedure: ¿the risks, benefits, and complications of the procedure were explained to the patient. Her questions were sought and answered and she desired to proceed. Informed consent was signed and placed on the chart prior to transferring back to the operating room. The patient was transferred to the operating, placed on the operative table in a supine fashion. Following this, she underwent general endotracheal anesthesia. Next a surgical timeout occurred in which the patient, surgeon, operative procedure, operative site, and preoperative antibiotics were all confirmed. After this, utilizing her previous midline laparotomy incision, a 10 blade scalpel was used to make an incision. Dissection was carried down through the skin and subcutaneous tissues, all the way down to the level of the fascia. This was opened and underlying, there were adhesions to the midline laparotomy. These were taken down sharply with the metzenbaum scissors until the peritoneal cavity was entered. Adhesiolysis was begun. The midline adhesions were taken down first. Next, the abdominal fascia on the patient¿s right was elevated and sharp and blunt dissection was utilized in order to take the adhesions down. This was done with the metzenbaum scissors, small amount of cautery, and some blunt dissection. Adhesiolysis continued until the adhesions were taken off the patient¿s previously placed gore-tex mesh as well as the ethibond sutures that were holding the mesh in place. Dissection was carried all the way over to the patient¿s abdominal wall into the pericolic gutter on the right and the white line of toldt was taken down and the bowel was retracted away. Next, the bowel was protected using a lap sponge as well as white malleable and the mesh was grasped and was using sharp dissection from the electrocautery, it was dissected away from the abdominal wall, cutting it out total. A piece of mesh was sent to microbiology for culture. After the mesh was completely removed, the hernia defect was measured in a longitudinal length. It was approximately 9 cm and 4 cm wide. A 10 x 16 cm biologic mesh was selected and this was sewn into place using 0 pds suture. Multiple horizontal mattress sutures were placed. A posterior row of horizontal mattress sutures were placed initially. These were passed through the mesh in order to close the defect in the posterior wall first. All of these sutures were tied down with knots between the abdominal wall and the mesh. After this, working from superior to inferior, sequential horizontal mattress were placed in order to close the defect and approximate the mesh, there was excellent coverage of the hernia defect and the mesh covered appropriately. After this, the abdomen was irrigated, the adhesions were taken down into the pelvis, and 2 very suspicious pelvic nodules were identified with the patient having a history of cervical cancer. These 2 nodules were taken sharply using electrocautery and sent as pelvic sidewall biopsy, 1 and 2, in a patient with history of cervical cancer. After this, her abdomen was irrigated out. The sponge and laps counts were correct and the abdominal fascia was closed using a #1 looped pds in a running fashion, inferior to superior and superior to inferior, tying the knots deep at the midline. Subcutaneous tissues were irrigated and staples were used to close the skin. An opsite and abdominal binder were placed for dressing. The patient tolerated the procedure well, was extubated, and transferred to the postanesthesia care unit in stable fashion.¿ (B)(6) 2014: (B)(6) medical center. Implant record. Implant: stratice 10 x 16 cm; quantity 1. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2014 procedure was not provided.] (B)(6) 2014: (B)(6) medical center. Reference laboratory discharge summary report without pathology. Wound/tissue culture. Source: abdomen. Gram stain: no white blood cells seen, no organisms seen. Wound culture deep: no growth after 5 days incubation. (B)(6) 2015: (B)(6) medical center. (B)(6) , do. Operative report. Preoperative diagnoses: incarcerated spigelian hernia. Recurrent incisional hernia at the midline. Extensive abdominal adhesions. History of cervical cancer. History of a pfannenstiel incision. Morbid obesity. Tobacco use. Postoperative diagnoses: incarcerated spigelian hernia. Recurrent incisional hernia at the midline. Extensive abdominal adhesions. History of cervical cancer. History of a pfannenstiel incision. Morbid obesity. Tobacco use. Procedure performed: exploratory laparotomy. Adhesiolysis for approximately 60 minutes. Open repair of an incarcerated spigelian hernia, closing the defect primarily with figure of eight #1 pds sutures and placement of a biologic mesh. Open repair of recurrent incisional hernia with biologic mesh. Placement of 375 cm of strattice a cellular dermal matrix. Indications for procedure: ¿this patient is a 48-year-old female who is very well known to me. She has an extensive history of cervical cancer, status post hysterectomy, pfannenstiel incision, pelvic radiation, development of a hernia at this location, placement of gore-tex mesh, infected gore-tex mesh, explantation of gore-tex mesh, and closure with strattice acellular dermal matrix. After this, she started smoking and gained weight. She developed 2 problems. Number 1, a spigelian hernia on the right side with incarcerated bowel and symptoms of bowel obstruction compromise intermittently. She also developed pain at her midline incision and was found to have a recurrent incisional hernia at the midline. I recommended that she undergo open repair and because of her extensive history and multiple comorbidities, she have placement of a biologic mesh along with closure of her hernias.¿ description of procedure: ¿the risks, benefits, and complications of the procedure were explained to the patient. Her questions were sought and answered and she desired to proceed. Informed consent was signed and placed on the chart prior to transfer back to the operating room. The patient was transferred to the operating room, placed on the operative table in supine fashion. Following this, she underwent general endotracheal anesthesia. The patient had a previously placed epidural. Please see anesthesia dictation for this. The patient did have some dysplastic cells on her vaginal cuff for which dr. Zempolich did a laser ablation at the beginning of the procedure. Please see her separate dictation for this. After this, she was placed in the supine position. Her abdomen was prepped and draped in a sterile fashion and a surgical timeout occurred. Following this, her previous incision was marked out and the midline was marked out superiorly and inferiorly. A 10 blade scalpel was utilized to make an incision. Dissection was carried down to the skin and subcutaneous tissues down the level of the fascia superiorly and inferiorly. Dissection continued until the midline hernia sac was identified. This hernia sac was dissected away from the subcutaneous tissues on the right side and then on the left side. The hernia sac was opened and entry into the abdominal cavity was obtained. There were extensive abdominal adhesions which were taken down bluntly and sharply with metzenbaum scissors and also electrocautery. The hernia sac was dissected away from the surrounding muscle fascia. The hernia sac was sent in total as specimen #1. After this, dissection carried along the peritoneal surface and the underside of the muscle in order to dissect away the underlying omental tissues and small bowel away from the overlying peritoneum. This was carried on the patient¿s left side extensively in order to dissect this area freely. Following this, dissection continued on the patient¿s right side. Dissection continued on the right side, dissecting away the omental tissues as well as the small bowel away from the overlying muscle and peritoneum. The patient¿s previous strattice mesh was identified. The very lateral aspect of the abdominal wall, a small amount of pus was identified. I question whether or not this was a residual gore-tex mesh which was then placed. This was cut circumferentially from the surrounding tissues and sent as specimen #2. After this, I dissected out the patient¿s right colon and transverse colon away from this spigelian hernia and reduced it entirely and the abdominal cavity. Next, I dissected out the white line of toldt and freed up the colon from this lateral attachments in the flank. The patient was placed in the left lateral position, drawing the bowel out of this spigelian hernia. The hernia sac was scored circumferentially. Muscle was identified on the medial and lateral surfaces. A kocher clamp was placed on the superior and inferior surfaces which reapproximated the muscles to their normal anatomic location. Next, #1 pds suture was utilized and figure of eight stitches were placed in order to close down this hernia. The stitches were placed in an inferior to superior fashion, reapproximating and enclosing this hernia defect and reapproximating the muscles back to their appropriate anatomic location. After this was preformed, I measure the area of the hernia. It was approximately 10 cm in a superior to inferior length. After this, I was able to measure the incisional hernia defect. This was approximately 10 cm as well, making the spigelian hernia 10 cm in length and the incisional hernia 10 cm in length. I felt is unwise in [sic] inappropriate to place 2 separate pieces of mesh that would cover overlying each other. In order to close with appropriate closure and coverage, I selected a piece of 15 x 25cm strattice acellular dermal matrix. As such, this would be able to be a sewn in across the midline to cover the left side abdominal fascia extending all the way over to the rights side and covering this spigelian hernia and closing this defect and reinforcing the closure as well. Following this, I placed a blue towel to cover the underlying bowel and keep it out of the way. Next, the mesh was brought into the operative field and I marked it with a 5 cm overlap to extend on the left side. The very first stitch was placed with the midline incisional stitch superiorly. Next, I placed stitches at 1 cm interval and placed them on the left side, sewing this mesh in an underlay fashion. This mesh was approximated superiorly and inferiorly closing down the space and reinforcing the incisional hernia closure. After it was completely sewn in on this side, I then moved over to the right side. Once again stitches were placed at 1 cm intervals along the superior and inferior abdominal fascia extending over all the way to the distal aspect of the mesh. Once again this was covering in a transverse fashion with the majority of the length, a 25 cm length, extending transversely with a 15 cm extending in the longitudinal plane. #1 pds sutures were utilized in order to close down this area and sew the mesh in. The stitches were placed at once again 1 cm intervals lateral to the spigelian hernia and reinforcing this hernia. Next, a #19-french round blake drain was then placed in the potential space between the mesh and the anterior abdominal fascia. This was brought out on the right side and sewn into place with a 2-0 nylon stitch. Next, the abdominal fascia was closed in the midline using #1 looped pds suture. This was sewn in place and sewn in a superior to inferior and inferior to superior and tied the knot the midline. The knot was then buried. A #19-french round blake drain was placed in the subcutaneous potential space where the ventral hernia was previously located. After this, the deep subcutaneous tissues were then reapproximated at the midline utilizing a 3-0 vicryl suture. 3-0 vicryl suture was utilized to reapproximate the deep dermal tissues and the midline incision was closed with staples. A large op-sire was placed for dressing. The patient tolerated the procedure well, was extubated, and transferred to postanesthesia care unit in stable fashion.¿ (B)(6) 2015: eastern idaho regional medical center. Gabriele e teerman, md. Pathology report. Accession: s15-09357. Clinical history/clinical impression: incisional hernia. Diagnosis: a. Hernia sac: fascial and adipose soft tissue. B. Old goretex mesh: chronic granulomatous inflammation surrounding fibrinous and refractile foreign body material. Gross description: a. Labeled with the patient¿s name and designated hernia sac, received in formalin is an irregular 10.8 x 4.8 x 2.2 cm portion of fatty and membranous soft tissue, which is serially sectioned. The cut surfaces consist of fat, fibrous and membranous soft tissue. Representative sections are submitted in cassette a. B. Labeled with the patient¿s name and designated old goretex mesh, received in formalin are three irregular portions of tan mesh measuring 1.7 x 0.9 x 0.1 to 5.5 x 1.8 x 0.3 cm. The mesh is covered by some attached fatty, fibrous and membranous tissue. Representative sections of the tissue attached to the mesh are submitted in cassette b. Microscopic description: a. Microscopic examination is performed. B. Surrounding foreign body material and small fragments of refractile foreign body material suggestive of suture material is a chronic granulomatous inflammation consisting of lymphocytes, histiocytes and scattered plasma cells, as well as some giant cells. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term/code not available for ¿palable (sic) mesh in right lower quadrant¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2008 through (B)(6) 2014 were not provided. Patient information: medical history: weight: (B)(6) 2014: ¿over the past few months to years, lost approximately 80 lbs.¿ (B)(6) 2015: ¿morbid obesity.¿ smoking: (B)(6) 2015: ¿tobacco use.¿ (B)(6) 2007: radiation treatment for cervical cancer. Surgical procedures: (B)(6) 2007: transabdominal hysterectomy leaving the ovaries for cervical cancer . (B)(6) 2008: repair of large incisional hernia utilizing gore-tex mesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2014: exploratory laparotomy. Adhesiolysis for approximately 60 minutes. Biopsy of pelvic side wall nodules x2. Explant of the patient¿s previously placed gore-tex mesh. Implant: strattice mesh. (B)(6) 2015: exploratory laparotomy. Adhesiolysis for approximately 60 minutes. Open repair of an incarcerated spigelian hernia, closing the defect primarily with figure of eight #1 pds sutures and placement of a biologic mesh. Open repair of recurrent incisional hernia with biologic mesh. Placement of 375 cm of strattice a cellular dermal matrix. Implant: strattice mesh. Implant preoperative complaints: (B)(6) 2008: indications: ¿this patient is a 41-year-old female who developed rather severe pain in the right lower quadrant. She had previously undergone a transabdominal hysterectomy leaving the ovaries for cervical cancer in (B)(6) 2007. She then underwent radiation treatment. She began to have increasing amounts of discomfort and therefore a cat scan was done which showed a very large abdominal wall hernia. A significant amount of large bowel, small bowel and mesenteric fat was continued within the sac. I saw the patient in consultation and definitely felt she was a candidate for repair of this probable incisional hernia, and she was admitted for this purpose.¿ implant procedure: repair of large incisional hernia utilizing gore-tex mesh. [Implant: gore® dualmesh®, 1dlmc04/05010702, 15cm x 19cm x 1mm thick, oval.]. Implant date: (B)(6) 2008: wound classification: unknown. Description of hernia being treated: ¿a transverse incision was made on the right side of the abdomen and carried down through a thick subcutaneous tissue. The hernia sac was found, and it was found to be huge that extended up along the lateral aspect of the abdomen all the way up to the costal margin. A significant amount of colon, small intestine and omentum were contained within this sac. The attachments were carefully cut, and the organs were carefully dissected away and placed back into the peritoneal cavity. The edge of the fascia and muscle was found, and this was circumferentially cleaned off posteriorly. The subcutaneous tissue was then separated from the fascia anteriorly. The fascia was found to be of good quality. Nonetheless, it was felt that reinforcement was definitely indicated because of the extent and size of the hernia and the fact that she had developed this hernia in the first place.¿ implant size and fixation: ¿a 15 x 19-cm piece of dualmesh, gore-tex in type was obtained. The smooth side was placed towards the bowel and the rough side towards the muscle. Interrupted stitches of 0 nurolon were then placed between the fascia and the gore-tex, a horizontal mattress stitch in nature. Numerous stitches were placed and these were individually tied. The mesh was cut appropriately to fit the opening. Excellent repair was obtained. Two 10-mm fully fenestrated jackson-pratt drains were then placed in the huge hernia sac and brought out through stab wounds medially. These were sutured to the skin with #2-0 silk. The subcutaneous tissue was then closed with 2 layers of the #2-0 vicryl. The skin was then closed with skin staples.¿ explant preoperative complaints: (B)(6) 2014: indications for procedure: ¿this patient is a 47-year-old female with a very extensive past medical history, including cervical and pelvic radiation. She had a pfannenstiel incision, at which she developed a hernia. This was repaired with gore-tex mesh. Over the past few months to years, she has lost approximately 80 pounds and her previously placed gore-tex mesh has become extremely painful, associated with an abdominal lump in her right lower quadrant. I saw and evaluated her and followed her for this problem and complication over the past 10 months. She recognizes the more she loses weight, the more painful this mesh becomes. I recommended that she proceed to the operating room for an exploratory laparotomy, removal, and likely replacement with a biologic mesh.¿ [office notes for the 10 months the patient was followed by dr. L for pain and abdominal lump were not provided.]. Explant procedure: exploratory laparotomy. Adhesiolysis for approximately 60 minutes. Biopsy of pelvic side wall nodules x2. Explant of the patient¿s previously placed gore-tex mesh. Placement of a 10 x 16 cm biologic mesh in order to repair her abdominal wall hernia. [Implant: strattice mesh.] Explant date: (B)(6) 2014: wound classification: unknown. Findings: ¿postoperative diagnoses: history of pfannenstiel incision. Hernia at her pfannenstiel incision, repaired with a gore-tex mesh. Chronic abdominal pain. Significant weight loss. Painful palpable mesh in the right lower quadrant in the pfannenstiel incision. History of multiple abdominal surgeries.¿ op report: ¿after this, utilizing her previous midline laparotomy incision, a 10 blade scalpel was used to make an incision. Dissection was carried down through the skin and subcutaneous tissues, all the way down to the level of the fascia. This was opened and underlying, there were adhesions to the midline laparotomy. These were taken down sharply with the metzenbaum scissors until the peritoneal cavity was entered. Adhesiolysis was begun. The midline adhesions were taken down first. Next, the abdominal fascia on the patient¿s right was elevated and sharp and blunt dissection was utilized in order to take the adhesions down. This was done with the metzenbaum scissors, small amount of cautery, and some blunt dissection. Adhesiolysis continued until the adhesions were taken off the patient¿s previously placed gore-tex mesh as well as the ethibond sutures that were holding the mesh in place. Dissection was carried all the way over to the patient¿s abdominal wall into the pericolic gutter on the right and the white line of toldt was taken down and the bowel was retracted away. Next, the bowel was protected using a lap sponge as well as white malleable and the mesh was grasped and was (sic) using sharp dissection from the electrocautery, it was dissected away from the abdominal wall, cutting it out total. A piece of mesh was sent to microbiology for culture. After the mesh was completely removed, the hernia defect was measured in a longitudinal length. It was approximately 9 cm and 4 cm wide. A 10 x 16 cm biologic mesh was selected and this was sewn into place using 0 pds suture. Multiple horizontal mattress sutures were placed. A posterior row of horizontal mattress sutures were placed initially. These were passed through the mesh in order to close the defect in the posterior wall first. All of these sutures were tied down with knots between the abdominal wall and the mesh. After this, working from superior to inferior, sequential horizontal mattress were placed in order to close the defect and approximate the mesh, there was excellent coverage of the hernia defect and the mesh covered appropriately. After this, the abdomen was irrigated, the adhesions were taken down into the pelvis, and 2 very suspicious pelvic nodules were identified with the patient having a history of cervical cancer. These 2 nodules were taken sharply using electrocautery and sent as pelvic sidewall biopsy, 1 and 2, in a patient with history of cervical cancer. After this, her abdomen was irrigated out. The sponge and laps counts were correct and the abdominal fascia was closed using a #1 looped pds in a running fashion, inferior to superior and superior to inferior, tying the knots deep at the midline. Subcutaneous tissues were irrigated and staples were used to close the skin.¿ [a pathology report detailing analysis of the device removed during the 5/13/14 procedure was not provided.] (B)(6) 2014: laboratory discharge summary report without pathology: ¿wound/tissue culture. Source: abdomen. Gram stain: no white blood cells seen, no organisms seen. Wound culture deep: no growth after 5 days incubation .¿ relevant medical information: (B)(6) 2015: exploratory laparotomy. Adhesiolysis for approximately 60 minutes. Open repair of an incarcerated spigelian hernia, closing the defect primarily with figure of eight #1 pds sutures and placement of a biologic mesh. Open repair of recurrent incisional hernia with biologic mesh. Placement of 375 cm of strattice a cellular dermal matrix. Implant: strattice mesh. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.